Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the distal low voltage electrode of the lead was covered in body tiss ue/fibrotic growth. The analyst noted that the tissue on the helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds and the r-waves could not be measured. Upon removal and inspection of the lead, the technician noticed some tissue at the tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.